Event description:
During a standard treatment an electrosurgical dental handpiece got hot and burned patient on inner cheek to the size of the backcap. No medical care was necessary, nothing was given to patient.

Manufacturer narrative:
During a standard treatment an electrical dental handpiece got hot and burned the patient on inner cheek to the size of the backcap. No medical care was necessary, nothing was given to patient. The analysis of the handpiece did show that the head had several dents. This caused the backcap to stick in and the bearings to run gritty causing the head to heat up. This is usually caused by a strong hit, eg dropping. Product is running out of specification. The user instruction requires a visual inspection and a test run before each use of handpiece. (B)(4). As 2 independent events have been reported on one complaint 2 mdrs are issued, see also: MDR# 3003637274-2012-00013.